Event description:
It was reported in a disrupt-af study, the patient experienced a stroke. It was further reported that the type of stroke observed was embolic, with two punctate areas of acute ischemia in the right and left frontal centrum semiovale, confirmed as tiny acute infarcts by neurology. The patient was seen in the emergency department several hours after being discharged post-ablation procedure due to symptoms. Acute infarcts were detected on magnetic resonance imaging (MRI). The patient experienced difficulty with word finding and unpredictable behavior. No treatment was administered, and the patient was advised to continue taking their eliquis. The patients' symptoms resolved, and they were discharged on (B)(6) 2025. Additionally, the patient has a history of cerebrovascular accident (cva), with post-anesthesia effects causing or exacerbating symptoms. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.